Event description:
It was reported that during a laparoscopic ventral hernia repair the device leaked air from the seal. The device was replaced. There was no pt injury.

Manufacturer narrative:
Final device investigation found that the device was returned with the proximal housing completely separated from the cannula. It could not be determined at what point the break occurred. The device could not be functionally tested due to its condition. As each device is visually inspected and functionally tested prior to shipment, no conclusion could be reached as to what might have caused the reported event.